Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger/modem kept powering off. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem keeps powering off) has been confirmed. The cause for the defective charger/modem is a defective transistor (q1) on the bedside board. The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.